Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the rx tunnel detached from the catheter inside the scope when the device was withdrawn from the patient. Reportedly, the detached piece was retrieved from the scope using biopsy forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.